Event description:
The device was returned for a set ID failure. The device initially was infusing normally, however, when undergoing set ID functional testing after reversion to bringup mode, it failed. Internal investigation found no damage.

Event description:
The following has been reported: biomed reported: pump (B)(4) is having pump problem. Pump has been cleaned and reset, no patient harm or stopped infusion reported. A preliminary review identified the following issue: sensor hardware failure (set ID sensor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.